Event description:
The patient was administered IV sedation, pain medication, and general anesthesia. During procedure, a total of nine treatments were delivered. No device observations or adverse events occurred during the procedure. The patient was discharged with an indwelling catheter, which was removed seven days post the index procedure. At approximately three days post removal of the catheter, the patient was reported to be experiencing dysuria and worsening of urinary urgency; however, no action was taken in response to the patient symptoms. The investigator assessment for the patient symptom of dysuria in relationship to the procedure was assessed as related, and for the symptom of worsening of urinary urgency, was assessed as probable related. The investigator assessment of the device relationship to the patient symptoms was assessed as unlikely related. No further information is available.

Event description:
The patient was administered IV sedation, pain medication, and general anesthesia. During procedure, a total of nine treatments were delivered. No device observations or adverse events occurred during the procedure. The patient was discharged with an indwelling catheter, which was removed seven days post the index procedure. At approximately three days post removal of the catheter, the patient was reported to be experiencing dysuria and worsening of urinary urgency. The patient was prescribed uribel (dose unknown) for the dysuria symptom only. The patient symptoms of dysuria and urinary urgency were reported to have resolved 3 months and 9 days post onset symptoms. The investigator assessment for the patient symptom of dysuria in relationship to the procedure was assessed as definitely related, and the symptom of worsening of urinary urgency, was assessed as probable related. The investigator assessment of the device relationship to the patient symptoms was assessed as unlikely related. No further information is available.

Manufacturer narrative:
Event description updated to reflect patient symptom resolution and action taken for dysuria. The device is not available for analysis. A review of the device IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The potential cause(s) and controls for complaints related to the clinical event were identified. Based on review of the information available an assignable cause of known inherent risk of device was assigned to this investigation.

Event description:
The patient was administered IV sedation, pain medication, and general anesthesia. During procedure, a total of nine treatments were delivered. No device observations or adverse events occurred during the procedure. The patient was discharged with an indwelling catheter, which was removed seven days post the index procedure. At approximately three days post removal of the catheter, the patient was reported to be experiencing dysuria and worsening of urinary urgency; however, no action was taken in response to the patient symptoms. The investigator assessment for the patient symptom of dysuria in relationship to the procedure was assessed as related, and for the symptom of worsening of urinary urgency, was assessed as probable related. The investigator assessment of the device relationship to the patient symptoms was assessed as unlikely related. No further information is available.

Manufacturer narrative:
The device is not available for analysis. A review of the device IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The potential cause(s) and controls for complaints related to the clinical event were identified. Based on review of the information available an assignable cause of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
Event description updated to reflect patient symptom resolution and action taken for dysuria. The device is not available for analysis. A review of the device IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The potential cause(s) and controls for complaints related to the clinical event were identified. Based on review of the information available an assignable cause of known inherent risk of device was assigned to this investigation.

Event description:
The patient was administered IV sedation, pain medication, and general anesthesia. During procedure, a total of nine treatments were delivered. No device observations or adverse events occurred during the procedure. The patient was discharged with an indwelling catheter, which was removed seven days post the index procedure. At approximately three days post removal of the catheter, the patient was reported to be experiencing dysuria and worsening of urinary urgency. The patient was prescribed uribel (dose unknown) for the dysuria symptom only. The patient symptoms of dysuria and urinary urgency were reported to have resolved. The investigator assessment for the patient symptom of dysuria in relationship to the procedure was assessed as definitely related, and the symptom of worsening of urinary urgency, was assessed as probable related. The investigator assessment of the device relationship to the patient symptoms was assessed as unlikely related. No further information is available.